Event description:
During drainage tube insertion, the catheter was placed over the guidewire and then withdrawn. Resistance was encountered upon withdrawal. During the course of the guidewire withdrawal, the flexible colied outer layer became unwound and once the catheter was removed, the solid core was inspected and it was felt that a small segment of the inner core may have broken off. Kub was done; adjacent to the catheter tip was a small segment of guidewire imbedded in the catheter.